Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently unavailable. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was removed and then reconnected. The unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve was not relieving pressure when requested, during pre-use checkout. There was no report of patient involvement.